Manufacturer narrative:
Samples are available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 21 g x 1.25 in. Bd eclipse blood collection needle with luer adapter was used to draw a patient's blood. The needle broke at the point where the needle screws into the vacutainer holder and a clinician obtained a contaminated needle stick injury. The clinician received post exposure lab work for (B)(6) and will be actively followed by employee health for nine months.

Manufacturer narrative:
Results: five unused samples were received for evaluation along with a photo of the used device. Each sample was hand activated to evaluate device breakage. The safety shield was rotated backward with ease. The safety shield was then engaged over the IV needle. The lock-out features engaged appropriately and no breakage of the unit was identified. A photo inspection of the used device revealed the customer's reported defect (the needle broke at the point where the needle screws into the vacutainer holder). A review of the device history record revealed that the device was manufactured in april, 2016 and no irregularities were found during the manufacture of the reported lot # 6091734. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.